Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res # 91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that omnipod 5 personal diabetes manager (pdm) gets 'extremely hot' during use and the pdm battery was not holding charge. The patient reported there was no melting, no prior issues with the pdm, and there is no issue with the charging unit. The patient usually charges the pdm overnight, with a black charging cable. No harm to the patient was reported. A replacement pdm was arranged to be delivered to the patient.